Manufacturer narrative:
H4 - device MFR date: blank, as the manufacturing date is unknown. The suspect pump was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted with respect to the complaint. The event history log (ehl) was reviewed. The error code 46828 alarm was noted and confirmed in the ehl as stated by the complainant. The service history review was performed, and it was confirmed that there was no previous repair noted. Remote dose test was performed and was found that the pump failed as the bolus port failed to work. The printed wire assembly (pwa) board was replaced. The allegation made by the complainant was confirmed. The probable root cause of the event was due to software installation error.

Event description:
The customer initially stated that the pump failed during the preventive maintenance and generated error code 46828 during testing. Post- investigation, the issue was confirmed which could potentially interrupt the therapy. There was no patient involvement and harm occurred.